Event description:
It was reported that the pt experienced increase in spasticity of the lower extremities. Contrast study findings: unable to aspirate cerebrospinal fluid from the pump reservoir and contrast did not flow into the thecal sac. This was consistent with a 'pump malfunction which was causing the recurrent symptoms'. The pt was admitted in 2009 for pump replacement. Intraoperative findings: there was a break in the catheter proximal to the anchor and the catheter was removed. The fascia was opened to identify the remainder of the catheter but it was not easily found. It was decided to leave the old catheter in place and implant a new catheter. There were no operative complication; the pt tolerated the procedure well. Additional info from the user facility: pt with history of multiple sclerosis, and lower extremity spasticity underwent placement of an intrathecal (baclofen) pump seven months prior to replacement. Recent increase in spasticity of the lower extremities. Study findings: inability to aspirate cerebrospinal fluid from the pump reservoir and contrast did not flow into the thecal sac. Findings were consistent with a pump malfunction which was causing the recurrent symptoms. Pt admitted on event date for pump replacement. Intraoperative findings: breakage in catheter proximal to the anchor and the catheter was removed. The fascia was opened to identify the remainder of the catheter but it was not easily found. It was decided to leave the old catheter in place and place a new catheter. No operative complications and the pt tolerated the procedure well.

Manufacturer narrative:
Additional info from the user facility: medtronic catheter 89cm (n). Expiration date: 03/02/2011. Device available for eval: yes. Pump (medtronic) 40ml (n) 863740.